Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 6.066 mg/day via an implanted pump. It was reported the patient had been hearing "weird beeping sounds" coming from his body that began around 10:30 last night. It was noted the beeping sounds initially occurred 4 consecutive times in 10 minute intervals and then stopped, then they heard it again this morning around 6:00 am but have not heard it since. The patient did not have a personal therapy manager (ptm), so the cause of the alarm could not be verified. The caller inquired if the patient¿s pump battery died and the implant date was reviewed and that end of service (eos) was not expected until march of next year. It was noted the pump had already been scheduled to be replaced at the end of the year (due to normal battery depletion). The caller was redirected to the patient¿s managing healthcare provider (hcp) to report alarm and have pump checked. It was further reported the patient initially thought it could have been the patient¿s defibrillator making the beeping noises, so they called (B)(6) patient services. The (B)(6) patient services agent told (B)(4) that the sounds and frequency of the beeping noises indicate they were not coming from the defibrillator, then warm transferred the call. Patient symptoms were not reported. The event date was (B)(6) 2020. No further complications were reported. Additional information was received from the healthcare provider via a device manufacturer representative indicated that a unrecovered motor stall had occurred. There was no reports of any electromagnetic interference. No further complications have been reported.

Event description:
On 2020-se-09, additional information was received from the healthcare professional (hcp). The cause of the motor stall was requested. The hcp stated pump battery died with 5 months eri still left. A pump replacement was completed on (B)(6) 2020. The issue was resolved.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6; the previously reported conclusion code 67 no longer applies to this event and has been updated to 11. The previously reported method code 4117 no longer applies to this event and has been updated to 4118. The previously reported results code 3221 no longer applies to this event and has been updated to 3233. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the pump battery was dead. It was reported that the patient went to the emergency room and was given oral medication until the pump could be replaced. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.